Event description:
It was reported that during implant the patient had an air embolus in the right coronary artery (rca) and was hypotensive during the procedure. The anesthesiologist noted air in the ventricle, then saw changes in the st segment in posterior leads. Right ventricular (rv) failure prevented the speed from increasing from 4600 revolutions per minute (rpm) during the case. There was no treatment needed for the air embolus, and the patient was stable after the implant procedure. The patient had known rv failure prior to lvad implant, and the rv failure was treated with low pump speeds and routine inotropes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report of an air embolus in the right coronary artery (rca), hypotension, and right ventricular (rv) failure could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The heartmate 3 lvas (instructions for use) IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists other neurological events (not stroke-related) and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the IFU, ¿surgical procedures¿ warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08mar2022. No further information was provided. The manufacturer is closing the file on this event.